Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# unknown, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: unknown. (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider via the manufacturer representative regarding a patient being implanted with an implantable neurostimulator (ins). It was reported that the during the lead implantation procedure. The lead was implanted and 2 tunnels under the skin were created. After that, no motor response was observed at all when the percutaneous extension cable was connected, and electric conduction was confirmed. When checking the fluoroscopic image, the position of electrodes proceeded forward toward the interior of the pelvis 3 times further (about 7 to 10cm) than the initial implantation position (where the front of the sacrum was present between #2 electrode and #3 electrode). It was noted that the physician felt shocked by the status of the event. By pulling the lead, it was easy to move the #3 electrode to the position overlapped with the front of the sacrum. Moreover, by exerting a further slight force, the lead tip could be moved back to the position where the front of the sacrum was present between #2 electrode and #3 electrode. Before closing the wound, electric conduction was confirmed and the procedure was completed. From the direction of the "tine", it was considered that it was difficult to move in the vector toward outside of the body while the structure that it was easier to move toward inside of the body was thought to be one of the causes. Additionally, when inserting the tunneling tool into the lead insertion site (introducer insertion site), an attempt was made to expand the incision slightly with the use of an instrument, however, the lead might have been inserted into the body. Even though the electric conduction for #1 and #2 electrodes was raised to 4ma, no motor response was observed, while "toe flection" was noted when the current of #2 electrode was 2.8ma. When only the current of #2 electrode was 0.5ma, bellows and "toe flection" occurred. Sensory response at postoperative awakening was triggered by 0.9ma of 3- 0 +, so it was set up and status was under observation. There was no patient injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was under observation at the time of report, with no further issues reported as of (B)(6) 2018. There were no further complications reported or anticipated.